Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information requested but not received. Event date is an estimation.

Event description:
Related manufacturer reference number: 1627487-2020-23367. It was reported that the patient's system was explanted for an unknown reason on an unknown date.